Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional perclose devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in an the right common femoral artery was attempted with four proglide devices and one prostyle device using the pre-close technique via a 6f sheath hole prior to a coronary intervention procedure. Reportedly, with all five devices, cuff misses [suture retrieval issues] occurred. Manual compression was ultimately used to achieve hemostasis. The physician believed the difficulty was due to poor patient setup, not the device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.